Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This product is returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient received inappropriate shocks were oversensing due to lower r-wave amplitudes. It is noted that smart pass was turned off. The system was subsequently explanted and replaced with a transvenous system. No additional adverse events were reported.